Event description:
It was reported that the patient received repeated low glucose alerts while the pump, in a pocket, unintentionally navigated to the fill tubing screen and delivered approximately 20 units through the tubing while connected, after which the patient was guided to disconnect and later to reconnect; the issue involved the tubing component and a use error during the fill procedure. Symptoms included hypoglycemia with fingersticks as low as 46 mg/dl, shaking/tremors, nausea, malaise, and numb tongue sensation. Outcomes included unexpected medical intervention with oral glucose and candies until glucose returned to range. Investigation included interviews with the patient and analysis of information, including review of system logs. Investigation of this case revealed a usage problem during the fill tubing process with no device malfunction identified and the involved component being the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.